Event description:
The patient's pump was replaced (see mfg. Report # 6000030200904659). The patient 'started bleeding' 2 days after surgery and 20 mls of blood were removed. The next day, the hcp opened the pump pocket and cleaned and resolved a clot found there. During the operations he was only given local anesthesia and the surgeries were very painful to the patient.